Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens was torn upon insertion. The lens was removed and a replacement lens was implanted without any pt injury.

Manufacturer narrative:
H6. Evaluation codes: results - (other): visual inspection of the returned product showed that part of the optic was torn off and a haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.